Manufacturer narrative:
The primary complaint of a message to realign the patient was not confirmed. Therefore, the root cause of the issue is undetermined. Visual inspection of the returned platform was performed. It was noted that top cover and motor cover were damaged, the battery partition cover missing, and a sticky clutch. Unrelated to the reported complaint, during initial functional testing, a user advisory (ua) 41 (patient temperature sensor) appeared after the platform was powered on. The temperature sensor was replaced to remedy the ua 41. The platform was reassessed and passed functional testing with no faults found. The device functioned as intended and met all specifications during evaluation. Review of the returned platform's archive data found no session to have occurred on the reported event date of (B)(6) 2017. The archive data also revealed that there were no compressions made since (B)(6) 2016. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 11/11/2005. The platform passed all final testing criteria. Since the customer declined to have the autopulse service, no parts were replaced or repaired.

Event description:
During patient use, it was reported that the autopulse platform (sn: (B)(4)) provided three compressions and then displayed a message to align the patient. Despite the responding crews three attempts to resolve the issue, the crew ultimately reverted to manual CPR. There is no known patient consequence reported.